Manufacturer narrative:
Part requested for analysis but not yet received. Part requested but not received.

Event description:
The international distributor reported the ventilator went vent inop and alarmed due to a flow sensor failure, and also performed a restart. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor replaced main pcb board to address the reported problem.